Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pet syringes veterinary insulin syringes expiration date were incorrect. The following information was provided by the initial reporter: customer reported the expiration date and manufacture date were incorrect on their box of bd pet syringes.

Event description:
It was reported by the customer that the bd pet syringes veterinary insulin syringes expiration date were incorrect. The following information was provided by the initial reporter: customer reported the expiration date and manufacture date were incorrect on their box of bd pet syringes.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1116597. All inspections and challenges were performed per the applicable operations qc specification.